Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a hysterectomy, the product was not used, the thread was broken after being removed from the packaging. They used another product to complete the case. There was no patient injury.